Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the clinician was at the patient's bedside after the patient decompensated. The clinician noticed their patient had an increase work of breathing, thus requiring an increased need for oxygen. The clinician noted that the cuff only had 1ml. They did a trouble shooting step by adding an additional 1ml to the cuff. 5-10 minutes later, after trouble shooting, it was noted that the cuff was at 1 ml again, they then confirmed that it was leaking. The last trach change was done on (B)(6) 2024, and the product was being used for 27 days. No one was harmed and there was no adverse event being reported.

Manufacturer narrative:
D3 - mfg establishment name. The suspected device was returned for evaluation. The device was visually inspected and there was a small slit at the junction where the airway line is adhesive into the pilot balloon. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to being slit by something sharp.